Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 500mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, and basal rates were correct, but the bolus wizard settings were unknown. Reviewed the alarm history and found multiple no delivery alarms. Assisted the caller to run a manual prime and the insulin did exit. Days later, the customer called back to perform the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.